Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified; however, no failure was identified relating to the high blood glucose event.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels from 200-250 mg/dl throughout the day. The customer was uncertain of the suspected cause but stated their "carb counting was off" prior to delivering boluses for their meals. The customer delivered a bolus via the pump. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's bg level was 241 mg/dl. The customer administered a manual injection. Reportedly, the customer has a backup pump available as alternate insulin therapy.